Event description:
It was reported that, one day post-implant, the smart pass feature on this device had programmed itself off due to varying intrinsic amplitudes. The shock impedance at implant was 65 ohms but, today, the impedance was 195 ohms. There is a concern for air entrapment. The device therapy has been programmed off to await further testing. The system remains implanted.